Event description:
This complaint is reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the physician encountered difficulty loading the device on the wire. The lesion was located in the proximal left circumflex artery. The physician was unable to load a 2.50x12mm taxus liberte' drug eluting stent onto the wire. The procedure was completed with another taxus liberte' stent. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis confirmed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on row 1 were misaligned and raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. It was not possible to pass a product mandrel through the lumen of the stent delivery system due to solidified blood. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).